Event description:
In 1983 pt received their first silastic tmj implant. The implant was removed in 1984 and another put in, in 1984 and later removed in 1986. Had pain throughout their body, especially their arms, they began to be forgetful, fatigue set in and they were unable to tolerate the sun. Jaw dysfunction/locked up. Rptr asks what caused them to have to be removed. Pt passed away. Their death certificate stated the cause of death was due to: gastrointestinal bleeding, toxic effects of tmj/jaw implants, temporomandibular joint syndrome.